Manufacturer narrative:
The complainant was contacted for return of the device. The customer has responded and indicated the device was repaired and returned to service. The device will not be returning to zoll.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.